Event description:
It was reported that the patient experienced hypoglycemia while using the ilet, with a blood glucose value below 50 mg/dl and no identified precipitating cause, after which the patient chose to discontinue pump therapy and return to multiple daily injections. Symptoms included confusion and diaphoresis. Outcomes included self-treatment with oral carbohydrate without need for medical attention or hospitalization. Troubleshooting and education were completed, and the patient declined further training and a factory reset. Investigation of this case revealed no device-specific malfunction identified based on available information and user preference to discontinue therapy. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.